Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5120580

Event description:
It was reported that the patient's right ventricular lead exhibited high pacing impedance. No intervention was performed. The patient's health status was unknown.